Event description:
The customer reported that the ventilator displayed blue screen. No patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.